Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2013302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the inflation of the balloon of 5f myngrip vascular closure device (vcd was done properly; however, there was a problem noted as the balloon, ¿did not get stuck in the vessel and it fell out.¿ there was no reported patient injury. Initially, there was no balloon problem at the time of preparation. The device was properly stored, and opened in sterile field. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the inflation of the balloon of 5f mynxgrip vascular closure device (vcd) was done properly; however, there was a problem noted as the balloon ¿did not get stuck in the vessel and it fell out.¿ there was no reported patient injury. Initially, there was no balloon problem at the time of preparation. The device was properly stored and opened in sterile field. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The advancer tube was engaged to the tamp lock. The sealant and the procedural sheath were not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 5.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2013302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The cause of the pull through was a result of a balloon loss of pressure. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 1.5 mm from the balloon¿s proximal tip. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.